Manufacturer narrative:
E1 - facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device did not display an image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cracks inside the connector lens and pixel defect. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the customer's issue: the cable failure caused the video function to not operate properly, and "no image was displayed" occurred. Based on the results of the investigation, a definitive root cause could not be established for the malfunctions identified during the device evaluation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for a therapeutic endoscopic sinus surgery, the subject device did not display an image. The procedure was completed using a similar device and there were no reports of patient harm.